Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the recharger app was showing that the battery was charging and the connection was excellent but the battery charge remained at 80%. The rep followed recharging protocol steps, tried turning all devices on and off. There was no change in battery charge status and the recharger app was unable to pull the serial number of  the recharger up or show the stimulator battery charging. There were no patient complications reported as a result of this event.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the issue was due to external equipment when asked to clarify ¿the recharger app was showing that the battery was charging and the connection was excellent but the battery charge remained at 80%.¿ cause was unknown. It was said that the recharger most likely caused the issue. The patient has not been able to charge to 100% yet. The manufacture representative indicated that they would be meeting with the patient in a week to further assess. On 2021-03-11 e3, m2, (rep): additional information was received from a manufacturer representative (rep). The rep reported that cause was not determined. It was unknown if the patient could charge to 100%. The patient met with manufacture representatives and was able to recharge their device from 40% to 70% with a good connection of 29 minutes. The manufacture representative said everything appears to be functioning at this point.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.